Manufacturer narrative:
This is the same event as 3010536692-2015-02043.

Event description:
Allegedly, patient was experiencing mom complications: pain-right. Additional information received 12/14/2015.